Event description:
It was reported that the patient had last been refilled on (B)(6) 2013. The low reservoir and empty reservoir alarms occurred ¿sometime¿ in (B)(6) 2013. It was noted the pump had been dry since then however, the reason was not provided. On the day of this report, it was confirmed the pump was flipping in the pocket. It was confirmed by visual tangling of the catheter at the pump pocket which was caused by the pump flipping. The patient¿s health care provider (hcp) wanted a new pump implanted as he was assuming care of the patient from another group. A new smaller and shallower pump pocket was created and the catheter was untangled. The catheter then flowed normally and cerebrospinal fluid was aspirated from the side port after the catheter was connected to the new pump. It was reported there were no symptoms or complications associated with the event. The device system was used to deliver dilaudid and bupivacaine. It was later reported that the patient recovered without sequela following the revision and replacement.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
Additional information received reported regarding why the pump was left dry, the patient¿ previous managing health care provider (hcp) had quit managing pumps and referred the patient to a new hcp. The patient let their pump go dry and did not contact the referred hcp until many months after. It was again confirmed the patient was no receiving proper therapy and there were no further issues to report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Evaluation method code , evaluation result code , and conclusion code apply to the pump. Evaluation method code ,evaluation result code , and conclusion code no longer apply. Conclusion code no longer applies for both pump and catheter.

Event description:
Additional information received from a manufacturer representative reported that the hcp mentioned to him while the patient was in pre-operation holding that it was his opinion that she had flipped her pump again. According to a note from the physician, "pump ran dry in (B)(6) 2013, physician wanted to replace it with larger 40cc pump and remake the pocket. Previous pocket was too deep and large, pump had been flipping. Catheter was very tangled up upon opening pocket, but still flowed freely with what the physician believes is csf" the hcp discovered the patient's pump segment of the catheter was indeed tangled and he wanted to revise the existing pump segment of the catheter. When he traced the catheter back to the spinal segment connector, the indwelling spinal segment came out of patient while the hcp was trying to attach a new 8731sc pump segment revision to the existing spinal segment, suggesting the catheter had been working itself out over time. The decision was made to extract her existing catheter and replace entire catheter system with the new 8781.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.